Manufacturer narrative:
Analysis of the fiber revealed the fiber was broken in two pieces (the distal tip was not returned). The rfid scan confirmed the correct lot number and verified that this fiber was power tested as required and met established dornier power output specifications during production on 10/24/2018. The break that was observed in the fiber that was returned was likely the result of user mishandling as there was no evidence of charring at the break point in the fiber which indicates that the fiber was broken when no laser energy was being transmitted through the fiber. The successful testing of the fiber after distal tip reprocessing, the presence of a pilot beam with successful laser transmission, and the successful testing without breaks while under the minimum bend radius of 7mm indicates that the fiber was fully capable of functioning as intended. It is likely that the user inadvertently pushed the fiber into a scope where a scope bend or blockage prevented the fiber from being pushed any further resulting the break. It is likely that the fiber breaks were caused by the end user mishandling the fiber.

Event description:
"(B)(6), urology sales, reports that during a ureteroscopy, that approximately 8cm of laser fiber broke off in the patient's ureter. There was no death or injury. The fiber was retrieved using a grasping bracket (forcep). The intended procedure was completed. The customer will be sending in the laser fiber for evaluation".